Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted for approximately 5 months, had a capacitor reformation charge time of 19.3 seconds. The cap reform charge time was 16.8 seconds at the implant procedure. Additional information was received that the charge time had increased to 20 seconds.